Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r. The 4.50 x 15 nc trek referenced is filed under a separate medwatch report number.

Event description:
It was reported that two nc trek balloon dilatation catheters (bdc) were prepared for use inside the patient anatomy. During the procedure of the non-calcified, non-tortuous, left anterior descending artery (lad), the 3.5 x 15 mm nc trek balloon dilatation catheter (bdc) was attempted but failed to inflate at the lesion. The device was removed without reported issue. A 4.5 x 15 mm nc trek bdc was used in the procedure but had a long deflation time of approximately 25-30 seconds before removal from the anatomy. Although procedure time was extended, there was no reported adverse patient effect or a clinically significant delay in procedure. Final patient outcome was reported as good. No additional information was provided.